Manufacturer narrative:
Patient information has been requested none has been provided.

Event description:
The customer reported that a patient infected with (B)(6) and pseudomona aeruginosa was ventilated on the device without the filter. There was no patient harm reported.